Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
Customer reported that low vacuum alarm was generated on the intra-aortic balloon pump (iabp) prior to use on a patient. No death, injury or adverse event was reported.